Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a hospitalization with diagnosis of diabetic ketoacidosis, a blood glucose of 512 mg/dl with nausea and vomiting associated with an insulin leak. The reporter indicated that there was leaking noted but the hospital staff was unable to identify where the leaking was coming from. This report is made based on the allegation that the patient was hospitalized for diabetic ketoacidosis related to an insulin leak.